Event description:
Unit was set at 90 flexon, but actual movement reading was at 121. Could not get machine to flexion by pressing start/stop bar on remote. It was stuck. Unit removed and order discontinued by physician.